Event description:
A malfunction alarm was reported, identified by a specific malfunction code, but no notable events occurred prior to this alarm. There was no adverse impact on the customer¿s blood glucose level. The customer's technical support team assisted by providing pump reset information, and despite some challenges, helped the customer in attempting to reset the pump. There is no additional information regarding the outcome of the event. Upon follow up malfunction code reoccured. Cts will replace pump, customer will use multiple daily injections (mdi) as a backup.